Event description:
The facility's biomed tech reported a fail code 812:02. The failure occurred during biomed testing when the pump was powered on. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.